Event description:
It was reported that the bilateral implants will be removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the bilateral implants was removed due to infection.

Manufacturer narrative:
Additional information: b5, d4, h4, h6. Correction: b1. The reported event could not be confirmed as no pathology report was provided for review. The patient initially received tmj device ID# t09-328 and was later scheduled for bilateral device removal. A new device (ID# 2502101051) was provided, and at follow-up, the patient was reported to be doing well, with a 3-month post-op check-up planned. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.